Event description:
The customer contacted ameda on (B)(6) 2014 reporting a gradual decrease in suction that resulted in low milk output when using her purely yours breast pump. She reports that she was diagnosed by her health care provider with a unilateral mastitis infection on (B)(6) 2014, 1 week after low suction issue began. Customer was treated with oral antibiotics for 7 days with complete resolution of symptoms.

Manufacturer narrative:
Product was evaluated for evidence of allegation. The returned ameda purely yours breast pump met ameda specifications for both suction and speed, and passed visual inspection standards. No evidence of malfunction was observed.